Event description:
Spontaneous. Patient reported that the curlin pump would not work. It just beeped and would not move home health care nurse changed batteries, but still nothing changed. Patient had to complete infusion via gravity. No missed dose or adverse event reported. Pump available for return. No further information. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.